Event description:
Customer reported she was hospitalized due to low blood glucose. Customer stated that he was not able to refill her reservoir and was waiting for the local representative to call back, but she did not received the call. She decided to give herself an insulin manual injection, which she shouldn't have because her blood glucose value went low to around 30 mg/dl and had a seizure. Her daughter called the ambulance and customer was taken to the hospital. Customer was not wearing the insulin pump during the admission. She was released after 2 weeks with around 300 mg/dl readings. Most recent blood glucose value is 232 mg/dl. Customer stated she has taken off the insulin pump because of her upcoming neurology tests. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-87794 for initial notes on this event.